Event description:
It was reported that the left ventricular (lv) lead connected to this non boston scientific pulse generator exhibited a progressive increase of pacing impedance, going form 1300 ohms to 1700 ohms in less than a year and generating an alert due to the rising trend. Boston scientific technical services (ts) explained the lead remains under the normal operation ranges per design and therefore no further action was recommended. The system remains implanted and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).